Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the surgical procedure in election of intervention in election of anterior resection of the laparoscopic rectum of the mr. Rr, the device ace+7 laparoscopic shears (ref harh36) was used. Suddenly, while we were doing a dissection of adipose tissue, following an alarm and on the harmonic display was visualized the message "take the instrument out of the patient". We have exacted the device from the patient and after extraction we have noticed the rupture of one of the two branches of device that was quickly recovered. The branch that has come off is the active blade. When the generator gave the alert to immediately remove the instrument from the patient, the blade was still attached to the instrument. The blade then fell off once the instrument was placed on the servant table by the instrumentalist. The patient didn't have adverse effects linked to the technical defect.